Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 44 mg/dl. Customer's other blood glucose value 66 mg/dl and 70 mg/dl and 90 mg/dl. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. The customer was treated with glucose tablet. Customer was using auto mode. The device will not be returned for analysis.